Event description:
Synthes (USA) 1690 russell rd, po box 1766, paoli, pa 19301. In 1/96 we received the above ref medwatch report. Shortly thereafter, we wrote to your office detailing the add'l info required to conduct an evaluation. A copy of teh medwatch report and my letter are enclosed for your ref. To date, we show no record of receipt of the requested materials. Please have the requested materials returned directly to my attention in paoli, pa. Please realize that without these materials, we will be unable to evaluate this incident. Should the materials not be received within thirty days, we will close our file.